Event description:
It was reported that the pump does not light up despite battery change. Per reporter, the problem occurred when they wanted to prepare the pump, before using it with a patient. Analysis of the device found the downstream occlusion (dso) seal was damaged and the printed wire assembly (pwa) was burnt.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Review of the event history log was not applicable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional testing was able to duplicate the customer reported problem. The investigation determined that the dso seal was damaged and the printed wire assembly (pwa) was burnt. The pwa and dso seal were replaced.